Event description:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("it¿s locked into the uterine cavity / remaining in the uterine wall") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), pelvic pain ("pelvic pain") and pelvic discomfort ("complications and pelvic discomfort"). Essure treatment was ongoing at the time of the report. At the time of the report, the embedded device, pelvic pain and pelvic discomfort outcome was unknown. The reporter considered embedded device, pelvic discomfort and pelvic pain to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.